Manufacturer narrative:
The device referenced in this report will not be returned to olympus for evaluation. The exact cause of the reported incident can not be conclusively determined at this time. However, this type of damage is consistent with the continuous activation of the output while there was no tissue between the probe and the grasping section. The instruction manual warns users; "if the alarm tone sounds and an error window is displayed during the procedure, immediately stop the procedure. During surgical procedures, withdraw the thunderbeat instrument from the body cavity. Otherwise, the probe tip may break and fall off inside the body cavity."

Event description:
Olympus was informed that in the middle of a hysterectomy procedure, the device tip broke off during output activation. The broken tip fell inside the patient and was successfully retrieved using graspers. The intended procedure was completed using another similar device. There was no patient injury reported.